Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient lost their patient programmer (pp) and has been urinating 10-15 times a day. The patient indicated that they finally had stimulation at a level where it worked and now they think that stimulation must be off or the battery was dead because now when the patient has to move they started urinating "all over everything." Patient status is unknown at the time of this report. There were no further complication reported or anticipated.